Event description:
According to a publication by luk et al., one patient with repair of type 1 aortic dissection, had islands of inflammatory infiltrates in the aortic tissue, as well as surrounding areas of bioglue. The infiltrate was comprised of macrophages, giant cells and lymphocytes. With in vitro and in vivo experiments, it has been proposed that the polymerized bioglue can still release glutaraldehyde that has been shown to cause cytotoxic effects to neighboring tissue including aortic tissue by inducing inflammation, oedema formation and necrosis at the site of application. The authors believe that this is the likely cause of pseudoaneurysm formation in these two patients as evidenced by microscopic findings postexplantation.

Manufacturer narrative:
According to a publication by luk et al., one patient with repair of type 1 aortic dissection had islands of inflammatory infiltrates in the aortic tissue, as well as surrounding areas of bioglue. The infiltrate was comprised of macrophages, giant cells and lymphocytes. With in vitro and in vivo experiments, it has been proposed that the polymerized bioglue can still release glutaraldehyde that has been shown to cause cytotoxic effects to neighboring tissue including aortic tissue by inducing inflammation, edema formation and necrosis at the site of application. The authors believe that this is the likely cause of pseudoaneurysm formation in these two patients as evidenced by microscopic findings postexplantation. The patient's inflammatory response to bioglue is not an unanticipated event. Pseudoaneurysm formation in cardiac surgery could be caused by a number of factors and it is not possible to determine if bioglue contributed to the reported event. The authors base their findings on the allegations made by previously published papers that are not clinically significant. Also, it is important to note that the authors state the formation of aortic aneurysms may also be dependent on host factors such as appropriate management of cardiac co-morbidities (hypertension and smoking), and thus cannot conclude that the surgical glue was the sole cause for these complications. With the available information, no definitive conclusions can be made.

Manufacturer narrative:
Further additional information was received with clarified that the (B)(4) publication was a reference within the presentation. Therefore, this report was re-opened in error. Please reference 1063481-2015-00216 for documentation of the new event.

Event description:
According to a publication by (B)(4)., one patient with repair of type 1 aortic dissection, had islands of inflammatory infiltrates in the aortic tissue, as well as surrounding areas of bioglue. The infiltrate was comprised of macrophages, giant cells and lymphocytes. With in vitro and in vivo experiments, it has been proposed that the polymerized bioglue can still release glutaraldehyde that has been shown to cause cytotoxic effects to neighboring tissue including aortic tissue by inducing inflammation, oedema formation and necrosis at the site of application. The authors believe that this is the likely cause of pseudoaneurysm formation in these two patients as evidenced by microscopic findings postexplantation. Additional was received which indicated the publication was presented at the (B)(4) meeting. According to the information, there was a "negative presentation of bioglue, which mentioned formation of false aneurysm after using bioglue." Translated information indicates the presentation is the same as the (B)(4) publication. Further additional information was received with clarified that the (B)(4) publication was a reference within the presentation. Therefore, this report was re-opened in error. Please reference 1063481-2015-00216 for documentation of the new event.

Manufacturer narrative:
*Additional was received which indicated the publication was presented at (B)(6). According to the information, there was a "negative presentation of bioglue, which mentioned formation of false aneurysm after using bioglue." Translated information indicates the presentation is the same as the luk et al. Publication. The investigation has been reopened to evaluate this additional information.* this investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to a publication by luk et al., one patient with repair of type 1 aortic dissection, had islands of inflammatory infiltrates in the aortic tissue, as well as surrounding areas of bioglue. The infiltrate was comprised of macrophages, giant cells and lymphocytes. With in vitro and in vivo experiments, it has been proposed that the polymerized bioglue can still release glutaraldehyde that has been shown to cause cytotoxic effects to neighboring tissue including aortic tissue by inducing inflammation, oedema formation and necrosis at the site of application. The authors believe that this is the likely cause of pseudoaneurysm formation in these two patients as evidenced by microscopic findings post explantation. Additional was received which indicated the publication was presented at (B)(6). According to the information, there was a "negative presentation of bioglue, which mentioned formation of false aneurysm after using bioglue." Translated information indicates the presentation is the same as the luk et al. Publication.

Event description:
According to a publication by luk et al., bioglue was used in the repair of type 1 aortic dissection. Approximately two years after the procedure, the patient ((B)(6) female) presented with islands of inflammatory infiltrates in the aortic tissue as well as surrounding areas of bioglue after the formation of pseudoaneurysm.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.